Event description:
Same case as 6000093-2005-00431. 4 days after a coronary drug eluting stenting treatment procedure the pt had a sub acute thrombosis and died. In 2005 the lesion being treated were located in the severely tortuous, moderately calcified, 85% stenosed bifurcation of the left anterior descending (lad) and circumflex (cx) arteries. The vessel size was reported as 3.5-4.0 mm. The vessels were pre dilated. Using a kissing technique, a taxus express2 3.50 x 20 mm drug eluting stent was implanted in the lad and a taxus express2 3.50 x 8 mm stent were implanted in the cx. The stents were fully deployed and were not post dilated. The stents were well positioned and well apposed. Aspirin and lovenox were given pre procedure, lovenox during and asa, plavix, a statin, thyrex and a betablocker post procedure. (According to the dfu, the safety and effectiveness of the taxus express stent have not been established in pt populations with lesions located at a bifurcation.) In 4 days later while in the hospital preparing to be discharged, the pt was with the physician's secretary taking the discharge letter, they went out of the office, fell over and died. It was reported that they had a q wave myocardial infarction, cardiovascular shock and histological changes in the vessel wall including necrosis and inflammation. In the opinion of the physician, this was related to the stenting procedure but not related to the device. The cause of death was reported as a sub acute thrombosis of the stent and vessel.